Event description:
It was reported via literature that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. One year follow up transesophageal echocardiography (tee) imaging revealed fluttering of the closure device fabric and a 5mm leak into a partially un-thrombosed cavity. No further patient complications were reported.

Manufacturer narrative:
Turagam mk, doshi sk, kawamura I, dukkipati sr, hala p, neuzil p, reddy vy. Incidence and outcomes of patients with watchman flx "fluttering". Jacc clin electrophysiol. 2022 jun;8(6):822-823. Doi: 10.1016/j.jacep.2022.02.010. Epub 2022 apr 27. Pmid: (B)(6). Date of event - estimated as (B)(6) 2022 since this is when the article was published. Implant date - estimated as (B)(6) 2021 since this was 1 year prior to the estimated event. Date with the allegation occurring at the 1 year follow up appointment.